Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (f1520206) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported: opened one mynxgrip vascular closure device, mx6721 to deploy following a procedure. The handles of the device separated while trying to insert it into the procedural sheath and the sealant was exposed. Opened a second mynxgrip vascular closure device, mx6721 and the balloon lost pressure during pullback to the arteriotomy. Opened a third mynxgrip vascular closure device, mx6721 and deployed successfully. The patient was not hospitalized. In the doctor's opinion, the event was caused by the mynx device/mynx procedure. Additional information: the balloon lost pressure at the 2nd stop(arteriotomy). At prep, the black marker on the inflation indicator was fully exposed. There was no resistance while inserting the device. There was no resistance while pulling back. Procedure type: intervention coronary vessel size: 7 mm sheath size: 6f stick location: medium.